Manufacturer narrative:
A complete lead was returned in one piece. X-ray inspection found the inner coil in the connector region was over torqued due to procedural damage. The stylet insertion test found obstruction/restriction in the connector region due to the over torqued inner coil in the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of loss of capture and intermittent sensing were not confirmed. The reported event of the stylet insertion difficulties was confirmed, and was isolated to the over torqued inner coil in the connector region.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, dislodgement was observed on the right atrial (ra) lead. Diagnostic imaging was performed, and ra lead dislodgement was confirmed. During a ra lead revision procedure, stylet insertion difficulties were noted on the ra lead. The ra lead was successfully explanted and replaced. The patient was stable with no adverse consequences.